Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿all of a sudden they noticed more vibrating in the bike seat. Patient said it is a quivering sensation that was strong. Patient said their device was checked in (B)(6) 2020 and the hcp said everything was ok. Patient said they have on the same setting for a long time.¿pt also described this sensation as "like a surge". Pt stated they had stim at 2.2 volts for a while and tried decreasing stimulation, but reported still feeling this sensation. Pt stated hcp advised pt turn therapy off for 24 hours then turn therapy on.¿patient services reviewed option to decrease stimulation. Patient said they will try to decrease stimulation. In addition the patient reported getting a picture of a dr with a stethoscope on programmer starting today. Pt stated they were able to turn therapy off today, but wanted to connect with ins to "check something" and then reported getting picture of dr with stethoscope on programmer. Walked pt through trying to connect with ins and pt reported on call initially getting poor communication message. Pt was using antenna with programmer when trying to connect with ins. Pt repositioned antenna on implant and then reported getting por message. Patient services reviewed por message meaning and redirected pt to hcp to address por. Patient services reviewed process for hcp to request rep at appt. If needed. Pt inquired about possibility of having ins removed if pt no longer needs it and stated if they could live without device pt would get it removed. Agent did not ask about the circumstances that led to the reported issue. Pt stated they are not able to get hcp appt. Until maybe the 2nd week in (B)(6).